Event description:
It was later reported that the patient spoke to someone a couple to three weeks ago (april 4) and they determined that program 4 was not working at all. The patient was getting an upper limit at 0.0. The patient had been working with a new gi doctor and had been working with them the last week or so . The patient noted being in lately for a upper and lower gi check. The patient was told that the local representative needs to be invited into the office.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03rpz, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect/"a lot of diarrhea." Last (B)(6), the patient had symptom control. When the patient started up with school in (B)(6) 2013 he lost symptom control. The patient thought it may have been due to increased stress with school that he lost symptom control. The patient tripped and fell, rolling through the fall around (B)(6) 2013 and it could have been around that time he noticed shocking on program 1 when he increased the stimulation from 1.7 where he felt no stimulation to 1.8 where he was shocked and felt intense stimulation. Patient services confirmed this issue when the patient tried switching to program 1. The patient had been depressed lately so he was not sure of dates/times with these events. During the day, the patient goes to sports medicine therapy so the symptoms are not as bad but at night he is up 2-4 times. The stool is like liquid and he has incontinence problems then, more then any other time of day. The patient thought this issue has occurred for the past 2 weeks. The patient tries to keep the settings up so high at night it felt like it was shocking him all night long but when he goes to lay down the intensity subsides a bit. The patient had an upper and lower gi procedure last monday with a doctor who referred him to a colo rectal surgeon to discuss a permanent ileostomy with that appointment on (B)(6) 2014. The patient had had 2 temporary ones and did not want to have a permanent one. The patient thought he had irritable bowel syndrome and a diagnosis of chronic diarrhea. The patient wasn't sure if his implantable neurostimulator (ins) had been on or off but maybe it was off since he had the gi procedure last monday. The patient felt like he has to re-synch his ins/patient programmer every 2 weeks because he would not feel it anymore. The patient first thought it was off but then stated it was on because he saw the lightning bolt in the upper left hand corner of the patient programmer screen. Settings were on program 2 at 1.5 but he could not feel anything so he turned it up to 2.0 and could feel stimulation in center of the sacral nerve down to the pelvic floor area. Patient services assisted the patient with trying all the programs. Program 1 was when he felt the shocking going from 1.7 with no stimulation to 1.8 with the shocking and intense pulsing. Program 4 was at 0 and when he tried increasing the stimulation he saw the symbol of reaching the upper limit for the settings. Program 3 he went from 2.5 to 2.3 and back to 2.5. The patient could feel the stimulation basically in the same area as with program 2. The patient not have a follow up doctor at this time. The patient was looking for a new healthcare provider due to relocation. The patient was also looking for a field representative. To check device and possible reprograming. If additional information is received, a follow up report will be sent.